Event description:
During cardiopulmonary bypass, the heart lung console gas flow module oxygen sensor did not calibrate successfully. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Note: investigation showed that the o2 sensor had prematurely expired.